Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (compact plus system), is related to case with patient identifier (B)(6) (guide system).

Event description:
It was reported the customer received the following results, with three different meters, within 10 minutes: 104 mg/dl (guide system 1), 106 mg/dl (guide system 2), and 334 mg/dl and 123 mg/dl (compact plus system). No adverse event reported. The same test strip vial was used for both guide meters. The test strip lot number was not provided for all of the meters involved. Return of the suspect device was requested for evaluation.